Manufacturer narrative:
Additional information was received on 1/17/2020. The and serial numbers of the impacted product were obtained and populated in d4. The device was implanted on (B)(6) 2010. In addition to the left sided prosthesis reported initially, right sided baker grade ii/iii capsular contracture was also noted, and is being reported under 1645337-2020-02068. The devices were explanted on (B)(6) 2019. The left replacement was a 255cc mentor memorygel breast implant. The right replacement was a 325cc mentor memorygel breast implant. 2. Is other serious- uncheck 2. Is required intervention- check since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 mentor became aware that reports submitted from this event are duplicates of 1645337-2019-08043. Any additional event information received will be reported under this manufacturer's report number as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device number 5998234, and no non-conformances related to the malfunction were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: right mentor smooth round moderate profile 300 cc saline prosthesis, catalog: 3501645. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast reconstruction with mentor smooth round moderate profile saline prostheses, 225 cc on the left and 300 cc on the right. Deflation on the left breast prosthesis was diagnosed post procedure through a visual examination. At the time of this report, mentor has received no information regarding explantation or expected explantation date.